Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: no drastic voltage fluctuations were observed in the bb history. Current draws within specifications. The battery compartment was found to be cracked above the bumper pad. Pump case cracks were observed near the upper and lower right corners of the display lens. No evidence of moisture was found in the battery compartment. A leak test was performed and a battery compartment leak and pump case leaks were found. The pump case was removed and moisture was found throughout the inside of the pump. Unable to duplicate battery life issue. Returned battery and cartridge caps used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.